Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One unknown biomet screw and one osseotite® tapered certain® prevail® implant 6/5 x 13mm ((B)(4)) were returned for investigation. Visual inspection of the as returned products identified fracture screw inside implant drive feature. Implant body somewhat damaged, most likely from removal process. Functional testing and dimensional analysis could not be performed since the screw was fractured. Pre-existing conditions noted on the per was none. The reported device had been located on tooth site 9 (universal) and was implanted for approximately 4 years. X-ray or picture images were not provided by the customer. Appropriate documentation was reviewed. DHR reviews were completed for the subject lot numbers 2016022174. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history reviews were performed for the reported lot numbers (2016022174) for similar event and no other complaint was identified. DHR and complaint history review could not be performed for unknown biomet screw since item/lot number was not available. Based on the available information, the reported device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet (B)(4). Patient weight unknown / not provided. Brand name unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Last name unknown / not provided. PMA/510(k) number unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the screw in site #9 fractured. Patient noticed the crown was loose from broken screw. Screw could not be removed, so the implant was removed and site grafted july 12. Per indicated:surgical/medical intervention required for permanent damage: no. Additional appointment required: yes, replacement symptoms as a result of the event: none.